Event description:
The dealer reported that the wheel locks were bent on a 9sl manual wheelchair. This issue could cause the chair to roll on an incline or cause the user to fall when attempting to rise or sit into the chair.